Manufacturer narrative:
The insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and a loose/protruded drive support disk.

Event description:
It was reported that there was a crack in the insulin pump case on the display. The device reportedly had not been dropped or bumped and the customer did not know how the cracks came to be. The customer agreed to return the insulin pump for analysis.